Event description:
Reportedly, during the initial implantation of a triple-chamber defibrillator, the physician encountered a problem while securing the rv lead into the device. The screw seemed to turn endlessly without reaching its stop, and there was no clicking sound from the screwdriver. Despite this, the lead appeared to be properly locked in the connector. Smartview tests for impedance and sensing showed no irregularities. The sales resp. Recommended that the physician remove the lead to check for any issues¿such as blood or air bubbles in the connector. After reinserting the lead and ensuring the pin was fully seated, the same problem occurred. Following this second attempt, removing the lead was extremely difficult, as it seemed jammed by the screw. The sales resp confirmed the malfunction with the product team over the phone and decided, in agreement with them and the physician, to switch to another defibrillator. The physician also mentioned that while unscrewing the leads, the lv screw came out on the screwdriver but was successfully reinserted. With the replacement device, everything worked as expected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device was returned for analysis. Visual inspection did not reveal any non -conformity on the external parts. The hexagonal cavity was found damaged/rounded, with the presence of ventricular setscrew residues. The screwdriver was found damaged in the corner. The correct tightening mark on the rv screw confirmed at least one rv lead connection was performed during the implantation. The hexagonal cavity was most probably damaged during the using the screwdriver during device implantation. This case is retained for trends purpose.

Event description:
Reportedly, during the initial implantation of a triple-chamber defibrillator, the physician encountered a problem while securing the rv lead into the device. The screw seemed to turn endlessly without reaching its stop, and there was no clicking sound from the screwdriver. Despite this, the lead appeared to be properly locked in the connector. Smartview tests for impedance and sensing showed no irregularities. The sales resp. Recommended that the physician remove the lead to check for any issues¿such as blood or air bubbles in the connector. After reinserting the lead and ensuring the pin was fully seated, the same problem occurred. Following this second attempt, removing the lead was extremely difficult, as it seemed jammed by the screw. The sales resp confirmed the malfunction with the product team over the phone and decided, in agreement with them and the physician, to switch to another defibrillator. The physician also mentioned that while unscrewing the leads, the lv screw came out on the screwdriver but was successfully reinserted. With the replacement device, everything worked as expected.